Manufacturer narrative:
The field service engineer found there was a bubble in the sample. The customer repeated the sample in question with no errors and ran calibration and qc that passed. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys hcg + beta test system result for one patient from the cobas 8000 cobas e 602 module. The initial result was 0.377 miu/ml. Due to a short sample error for the progesterone assay, the customer repeated the sample. The repeat result was 4001 miu/ml and was believed to be correct. The questionable result was not reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The investigation determined the issue was resolved by the field service engineer checking the system and the customer repeating the sample.